Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parents reported that customer was experiencing low blood glucose level less than 2 mmol/l which was treated by juice. Customer's blood glucose level was 16.5 mmol/l at the time of reporting. Customer was using insulin pump within 48 hours of reported event. Customer did not allege that insulin pump was over delivering. Insulin pump was on auto mode. Device will not be returned or analysis.